Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No off no power anomaly was noted, and all operating currents were within specification. The pump passed self test. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked belt slot and cracked battery tube threads.

Event description:
It was reported that insulin pump had an off no power alarm and a low battery alarm. Customer's blood glucose readings at the time of the call were 186 mg/dl. No further information reported.